Event description:
The customer reported to customer svc that she is experiencing low vacuum and the pump sounds somewhat labored. She has mastitis and a lactation consultant tested her pump with a vacuum gauge and the results were that the vacuum was low.

Manufacturer narrative:
Customer svc sent a replacement pump to the customer. In clinical f/u with the customer on (B)(6) 2011, she indicated that she began using the pump when her baby was 2-3 weeks old to treat an oversupply and to drain her breasts in between direct breast feedings. She pumped approx once a day, but the pump did not seem to drain her breasts. She developed mastitis while pumping and direct breast feeding. She was treated with dicloxacillin for 10 days. She saw a lactation consultant who determined that the pump vacuum was low and that the customer required larger breast shields. She indicated that her replacement pump is working well and her mastitis is resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. In summary, the pump performed its intended function and met its performance specifications. Based on the fact that the pump was not out of specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Eval summary: the pump was visually examined and the following were noted: the pump functioned properly throughout the experiment. The ac adapter was found to be in proper working condition.